Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: abdalla gm, farrag am, halim gm. Warm staple-line irrigation (37-40 °c) before omentopexy reduces early bleeding after laparoscopic sleeve gastrectomy: a prospective, randomized trial. Bmc surg. 2026 jun 16;26(1):417. Doi: 10.1186/s12893-026-03924-x. Pmid: 42304298; pmcid: pmc13270767. This study examined whether using warm saline to irrigate the staple line before performing omentopexy could enhance intra-operative hemostasis and reduce early postoperative bleeding. 200 adults undergoing primary laparoscopic sleeve gastrectomy (lsg) were allocated equally to warm saline irrigation (37¿40 °c) or conventional room temperature irrigation (22¿24 °c), reflecting two clinically relevant intraoperative strategies in routine laparoscopic practice. Irrigation was applied directly to the staple line, followed by complete suctioning, careful inspection, and standardized omentopexy using 2¿0 pds sutures spaced 2 cm apart. All procedures were performed using standardized surgical techniques and similar stapling devices (ethicon echelon flex johnson and johnson power plus stapler with gripping surface technology) across participating centers to minimize variability. Reported complications include postoperative nausea and vomiting (ponv), readmission rates, and leak rates were comparable. In conclusion, warm saline irrigation may improve hemostasis and early bleeding-related outcomes after lsg.